Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implant at the patient's request. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# i0a78, mfd. 08/29/14, exp. 2019-08-29, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0888, mfd. 01/27/14, exp. 2019-01-27, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0893, mfd. 02/18/14, exp. 2019-02-18, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient complained of no pain relief. The surgeon did not indicate that any of the implants were loose or malpositioned, but the patient wanted all the implants removed. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the implants using chisels as they were all solidly fixed in bone. The status of the patient following the revision procedure is not known.